Manufacturer narrative:
A siemens field service engineer(fse) was dispatched to the customer site. The fse analyzed the instrument and found that the cuvette ring spring was broken on the instrument. The fse repaired the instrument, calibrated and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur -human chorionic gonadotropin (hcg) result was obtained on one patient sample. The patient sample was repeated on another system and the corrected result was reported. There were no reports of adverse health consequences or known patient intervention due to the discordant hcg results.